Event description:
Pleural perforation following an injection in the scapular region [pleural injury] product infiltrated the lung/persistence of hyaluronic acid in the lung more than 10 days after administration [pulmonary infiltration] ([device use error]). Injection was made in the scapular region with no reported adverse event [wrong route of administration]. Case narrative: initial information received on 03-jul-2025 regarding an unsolicited valid serious case received from a consumer/non-hcp (healthcare professional). This case involves an unknown age female patient who had pleural perforation following an injection in the scapular region and product infiltrated the lung/persistence of hyaluronic acid in the lung more than 10 days after administration with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 16mg/2ml, dose, frequency, and indication: unknown) in the scapular region (incorrect route of product administration) (same day latency). A civil lawsuit was currently underway concerning the persistence of hyaluronic acid in the lung more than 10 days after administration (lung infiltration) (unknown onset date and latency) (unknown batch number and expiry date). The patient, who used the product (synvisc) extensively and derived significant benefit from it, suffered a pleural perforation following an injection in the scapular region (pleural injury) (unknown onset date and latency) (unknown batch number and expiry date) and as a result, the product infiltrated the lung (lung infiltration) (device use error) (unknown onset date and latency) (unknown batch number and expiry date). The court-appointed expert stated that the product remained in the tissues and was still visible on a CT (computed tomography) scan more than 10 days after the injection, as previously mentioned. Reporters own expert witness who also used the product for certain medical conditions contends, on the contrary, that the product was fully absorbed by the tissues and was only visible on CT (computed tomography) imaging immediately after administration. The head of the radiology department at hospital, a distinguished university professor, shared the same opinion as the reporter's expert. Information on batch number and expiration date corresponding to the one at time of event occurrence was requested. Action taken: unknown. It was not reported if the patient received a corrective treatment for the events. At time of reporting, the outcome was unknown for both events. Seriousness criteria: medically significant and intervention required for pleural injury. A product technical complaint (ptc) was initiated on 04-jul-2025 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The ptc stated based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review is not possible. Based on the lack of information, no assessment is possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) is required. The final investigation was completed on 09-jul-2025 with summarized conclusion as no assessment possible. Additional information was received on 09-jul-2025 from quality department: ptc results were added. Event coding were updated from lung perforation to pleural injury. New events added: incorrect route of product administration and device use error. Text was amended.